Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. UDI# - (B)(4). Concomitant medical products ¿ oxford twin peg femur catalog 161469 lot 565910; oxford tibial tray catalog 154722 lot 702530.

Event description:
Patient underwent a left partial knee revision approximately one month post implantation due to unknown reasons. The tibial bearing was removed and replaced.